Event description:
Event description guidant received information that during the implant procedure the whisper wire tip came off of the wire while in the patient. A chest x-ray was performed which found no issues. Implant was performed on the venous side of the patient's anatomy so the physician was fine this issue.